Manufacturer narrative:
The compressor mini was reported with low pressure alarm. Service technician investigated on site and found that the drainage valve was faulty. The compressor also showed high temp 2 alarm, indicating a faulty thermoelectric cooler. It was recommended that these two parts should be replaced, however it is unclear from the complaint if these parts has been replaced. The manufacturer has no responsibility for the safe operation of the system if installation, service or repairs are performed by persons other than those authorized by the manufacturer. Only accessories, supplies, and auxiliary equipment recommended by the manufacturer should be used with the system. Use of any other accessories, spare parts or auxiliary equipment may cause degraded system performance and safety. Service, repair and installation must only be performed by personnel authorized by the manufacturer. The root cause of this event cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the compressor generated alarms for low pressure. There was no patient harm. Manufacturer's ref #: (B)(4).